Event description:
Our rep reports to us that during an arthroscopic knee repair, the inflow wheel of the fms pump kept spinning, continuously adding fluid into the knee cavity. At some point, the surgeon/staff discerned excessive joint swelling and the device was immediately powered off and a replacement same device was employed to complete the repair successfully. The patient was kept for observation for an undisclosed amount of time. It is reported that the swelling abated within a couple of hours into the observation. The patient was later released and is doing fine, no pt consequences.

Manufacturer narrative:
The device was received and was thoroughly evaluated visually, electrically and functionally. Visually, it is noted that the complaint device arrived with some minor damage: replaced the damaged top cover, left safety cover hinges and chamber holder. The device was then tested for electrical and functional conformance; the pump passed all diagnostic and functional tests well within its designed and manufactured parameters (the unit was run continuously for 2 days). We could find no fault or anomalies with the device. We cannot discern a root cause for the reported issue. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.